Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide with a 6fr sheath after a coronary intervention procedure. Reportedly, difficulty was felt when the needles were removed from the patient anatomy. Tissue became caught in the device creating a large hole in the artery. The vessel was surgically repaired and hemostasis was achieved. The physician is reported to be in-training in the use of the proglide device. A significant impact to the patient occurred due to a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun to not returned to manufacturer. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.